Manufacturer narrative:
On 19-jun-2023, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and it was noticed by the physician prior to inserting the vizigo sheath into the patient that the tip of the vizigo sheath was damaged. The tip of the vizigo sheath was discovered to be curled back on itself. No internal components were exposed. The damage resulted in lifted/sharp rings. The device was not inserted at the time of damage discovery. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Device evaluation details: visual analysis revealed no damage or anomalies on the sheath. No sharp-edged, damaged electrodes or issues on the tip were observed. The dilator was observed bent. However, the root cause of the bent could be related to the handling since in the process there are control inspection points to avoid these issues. The dilator issue is not related to the reported event by the customer. The issue reported by the customer could not be confirmed during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. Device history record evaluation was performed for the finished device number (B)(6) and no internal actions related to the complaint were found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and it was noticed by the physician prior to inserting the vizigo sheath into the patient that the tip of the vizigo sheath was damaged. The tip of the vizigo sheath was discovered to be curled back on itself. No internal components were exposed. The damage resulted in lifted/sharp rings. The device was not inserted at the time of damage discovery. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported. The electrode damage with sharp/rough edges is MDR-reportable.